Event description:
The manufacturer received information alleging touch not functioning on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display assembly would need to be replaced to address the issue.